Manufacturer narrative:
(B)(4). G2: foreign ¿ sweden the product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the inserter handle became stuck in the cup and that something is wrong with the threads. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. The following sections were corrected: h4. Visual examination of the returned product identified the lead thread of the inserter is fractured and deformed. There are nicks and scratches all along the rod and indentations are present on the strike plate end. No other damage was noted during visual evaluation. This device has an approximate field age of 8.5 years. It is unknown how or when the fracture damage occurred or if it caused or contributed to the reported event. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.